Event description:
The customer reported to customer service that the freestyle pump seemed slow/sluggish and doesn't make the normal sound. The customer also stated she had clogged ducts.

Manufacturer narrative:
The customer was sent a new pump by customer service. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product were unsuccessful. A medela clinician f/u with the customer who stated that she developed clogged ducts that progressed to mastitis. She was treated by her doctor with antibiotics and is now recovered. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.